Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) 529 (mg/dl). Reportedly, the customer was not able to view the readings on the non-tandem continuous glucose monitoring system after consuming food and did not know the amount of units that needed to be delivered. The customer used a glucometer to get readings and delivered a correction bolus.